Event description:
The customer tested blood glucose and received a resultof 509 mg/dl at 5:45pm. The customer went to the emergency room 30 to 45 minutes later. The customer stated their blood glucose was in the 300's mg/dl at the hosp. The customer was given an IV drip with saline. Controls in use were expected. A request was made for the return of the suspect device and replacement product was sent.